Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-2218-70 (B)(4) description - st linear lead, 70cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that the physician plans to explant the patient's entire scs system. The device is working properly, however the patient has lost a significant amount of weight (not device related) and the device has become uncomfortable.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure at this time. The physician wants the patient to try to gain some weight to see if the discomfort will resolve itself. The patient is currently using the device and is doing well.

Event description:
A report was received that the physician plans to explant the patient's entire scs system. The device is working properly, however the patient has lost a significant amount of weight (not device related) and the device has become uncomfortable.